Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump did not did not get alarm of insulin flow blocked with load reservoir. Customer stated insulin flow blocked alarm during priming the pump. Customer stated after push the plunger insulin did not exits the tubing. Customer stated that it was time to load a new reservoir and change out her infusion set as well. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.